Event description:
It was reported that the ilet generated occlusion-related alarms including a motor stall alert, and the user experienced hyperglycemia to 430 mg/dl with body pain before performing a dry run and a full supply change; the user also administered a subcutaneous fast-acting insulin injection and was advised to disconnect from the pump for a minimum of two hours after the external dose. Symptoms included hyperglycemia and muscle weakness. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with the pump motor, consistent with a communications problem identified during troubleshooting, and the alert resolved after the supply change with blood glucose improving to 235 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of the motor.